Event description:
It was reported that there was a repeated error, "air in line." This occurred while setting up the pump for service, and the unit was turned into the biomed department. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a broken downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. It was determined that the air detector was the most probable cause. The air detector and the dso sensor and seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.